Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched for this event on (B)(4) 2011. The fse observed that the source of the leak was coming from probe. The probe rinse cup had come loose and was stuck underneath the probe wipe assembly. The fse tightened the rinse cup, and there was no further evidence of leaking. Repairs were verified as per established procedures. Results meet published performance specifications. Root cause for the leak was the probe rinse cup had come loose. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported a blood/clenz leak under the blood sample valve (bsv) of the coulter lh 750 hematology analyzer. The material safety data sheet (msds) was reviewed. The lab's exposure control/risk management plans are in place at the facility. Customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. There was no exposure to mucous membrane or open wounds. No one was splashed or sprayed. The customer did not come in contact with the fluid. Medical attention was not sought. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event.